Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to either excessive force used during suture passing.

Event description:
On 11/19/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-4068-25tl suturelasso's nitinol was cut. This was discovered during use with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.